Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working well. Two weeks later, the patient underwent a surgical procedure in which it was noted that there was a crack in the cylinder connecting tube. The cause of this crack was not explained in detail by the hospital. All components were explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although the visual examination identified a lean in the cylinder kink resistant tubing (krt), the damage is consistent with explant procedure; therefore, the reported allegations are unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. Cylinder 1 had a leak in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explanted; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working well. Two weeks later, the patient underwent a surgical procedure in which it was noted that there was a crack in the cylinder connecting tube. The cause of this crack was not explained in detail by the hospital. All components were explanted and replaced. After the procedure, the patient improved and remains stable.